Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the device leaked and water invaded there while the user was handling the device which led to abnormality of electronic parts. As a result, image was not displayed, and procedure was delayed. However, the root cause could not be specified. The event can be detected by following the instructions for use which state: "- inspection of the endoscopic image user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope, had no image, which was unrestorable, and no error code was observed. The issue was found during preparation for use for a diagnostic procedure. The intended procedure was completed with another similar device. There was a 30 minute delay, however, there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers reported issue was not confirmed. Additional findings were observed: a leak from the bending section cover, non olympus parts found plastic distal end cover, bending section cover, and bending section glue, objective lens, light guide lens, image intermit/flickering, bending section buckled, no continuity reading, insertion tube bite/dent, light guide prong/mount loose and low angulation issues. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.